Event description:
A hospital biologist in another country, contacted bayer about a high neonatal blood glucose reading using the contour ts system. The contour ts gave a blood glucose reading of .97 g/l (97 mg/dl), while a lab test performed at the same time gave a reading of .42 g/l (42 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval.